Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2021, it was reported by a distributor via sems that an ar-9625 hex driver had the tip break off when attempting to screw into a baseplate. This was discovered during use in a procedure performed on (B)(6) 2021. The bone quality was sensed at hard bone. An mgs locking drill guide was used along with appropriate drill bit to prepare bone for the locking screw. After the drill tip broke off in the screw head, it was decided to leave the head inside and finish the case, as the tip broke off flush with the screw head.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 11/11/2021, it was reported by a distributor via sems that an ar-9625 hex driver had the tip break off when attempting to screw into a baseplate. This was discovered during use in a procedure performed on (B)(6) 2021. The bone quality was sensed at hard bone. An mgs locking drill guide was used along with appropriate drill bit to prepare bone for the locking screw. After the drill tip broke off in the screw head, it was decided to leave the head inside and finish the case, as the tip broke off flush with the screw head.